Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they dispatch to emergency room due to experienced high blood glucose level on (B)(6) 2020. Customer's blood glucose value was 468 mg/dl at the time of the incident. Another blood glucose level was 400 and 500 mg/dl. The customer was assisted with troubleshooting for high blood glucose. The customer stated that the symptoms related to high blood glucose such as vomiting. Customer was treated with intra venous insulin drip. It was unknown using insulin pump system within 48 hours of reported high blood glucose event. It was unknown the auto mode feature was not active at time of high blood glucose event. The device will not be returned for analysis.

Event description:
Customer's parent reported as legal matter that customer was hospitalized on (B)(6) 2020 at 21:00 for high bg and diabetic ketoacidosis. Customer had sensor glucose in the 200smg/dl vs blood glucose in the high 400smg/dl. Later her blood glucose rose to low 500smg/dl. Customer was vomiting, feeling sick/unwell, had flu-like symptoms, had increased thirst, and altered appearance and demeanor. Customer had ketones. On the way to the hospital, customer put on a sweatshirt and dislodged her infusion needle. She left it out since she had already bolused. Blood glucose dropped to 468mg/dl over one hour, with sensor glucose 240mg/dl. They found the clear ring dislodged. They are alleging that the dislodged retainer ring led to the diabetic ketoacidosis. Per case-(B)(4) svn (B)(6) customer's parent called on (B)(6) 2020 and reported customer bumped and damaged her pump on (B)(6) 2020 when her scooter was wrecked. There were multiple cracks/pieces missing from the pump in the battery compartment and retainer ring. Reservoir was unable to lock in place when inserted into pump. Caller also mentioned that customer was hospitalized on (B)(6) 02020 for diabetic ketoacidosis, possibly due to the damaged pump. Customer was told to discontinue pump and revert to back up plan. Pump was used at the time of the incident. Sensor was used. It is unknown if auto mode was used. Pump returned under case-(B)(4).

Manufacturer narrative:
(B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information related to the summary has been updated and provided with this report in section b5. Evaluation codes have been updated and provided with this report in section h6.

Event description:
Customer's parent reported as legal matter that customer was hospitalized on (B)(6), 2020 at 21:00 for high bg and diabetic ketoacidosis. Customer had sensor glucose in the 200smg/dl vs blood glucose in the high 400smg/dl. Later her blood glucose rose to low 500smg/dl. Customer was vomiting, feeling sick/unwell, had flu-like symptoms, had increased thirst, and altered appearance and demeanor. Customer had ketones. On the way to the hospital, customer put on a sweatshirt and dislodged her infusion needle. She left it out since she had already bolused. Blood glucose dropped to 468mg/dl over one hour, with sensor glucose 240mg/dl. They found the clear ring dislodged. They are alleging that the dislodged retainer ring led to the diabetic ketoacidosis. Per (b)(4, svn (B)(6), customer's parent called on (B)(6), 2020 and reported customer bumped and damaged her pump on (B)(6), 2020 when her scooter was wrecked. There were multiple cracks/pieces missing from the pump in the battery compartment and retainer ring. Reservoir was unable to lock in place when inserted into pump. Caller also mentioned that customer was hospitalized on (B)(6), 2020 for diabetic ketoacidosis, possibly due to the damaged pump. Customer was told to discontinue pump and revert to back up plan. Pump was used at the time of the incident. Sensor was used. It is unknown if auto mode was used. Pump returned under (B)(4).

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information related to the summary has been updated and provided with this report in section b5.